Event description:
It was reported that during a nephrectomy procedure toward the end of the procedure on the last firing while in the process of removing the kidney, the trigger got stuck. The reverse would not work and the manual release would not work. The surgeon placed clips on the tissue the tissue and he used harmonic to remove the device. The procedure was completed with the harmonic with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45m cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.